Event description:
It was reported that after insertion of the articular surface, the surgeon attempted to thread the support screw through the articular surface and into the implanted tapered plug. It appeared as though the screw was too short and therefore he was unable to thread the screw into the tapered plug. The decision was made to close the knee without the screw.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500 a. Eval summary: if the taper plug was not fully seated in the tibial stem, it is possible that the screw would not engage the threads due to the fact that they would be further away than planned; however, it is unk if this was the cause. No issue or failure was found with the returned screw. Eval: only the flex support screw was returned for eval. Dimensional analysis was performed and found it to be conforming to print specs. The screw was also tested with a thread gage and found to function properly. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.